Event description:
It was reported that the patient was experiencing over stimulation when patient moves in a certain way. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. No device malfunction was suspected. The explanted ipg was nor returned due to medical facility policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.